Event description:
The exact date of this event is unknown and therefore estimated to be (B)(6) 2015. The nurse reported that the male luer lock connection on the effluent line had gotten wet and became stuck to the female luer lock on the effluent line. When the nurse tried to disconnect the line from the effluent bag, the male luer lock broke. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. Treatment was restarted with a new filter set. The patient was not symptomatic as a result of this event and no medical intervention was required. Ref MFR # 8010182-2015-00023.